Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on the right atrial channel which resulted in inappropriate atrial tachy response (atr) and undersensing on the right ventricular (rv) channel which resulted in no therapy being provided for ventricular fibrillation (vf). Technical services (ts) was consulted and recommended programming changes to address the oversensing, however indicated that the undersensing was likely due to timing and did not recommend programming changes to resolve this. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on the right atrial channel which resulted in inappropriate atrial tachy response (atr) and undersensing on the right ventricular (rv) channel which resulted in no therapy being provided for ventricular fibrillation (vf). Technical services (ts) was consulted and recommended programming changes to address the oversensing, however indicated that the undersensing was likely due to timing and did not recommend programming changes to resolve this. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 - device codes.